Manufacturer narrative:
Although not specified during the initial contact to the manufacture, the ddc would subsequently shut down after the reported alarm. Replacement parts were ordered and the unit will be serviced by a trained individual of the hospital staff. The suspect component was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
It was reported by the clinical engineer that the dual drive console (ddc) alarmed when unplugged from the wall during maintenance. The ddc was not supporting a pt at the time of the event.